Event description:
It was reported that during a cryo ablation procedure, the patient had a cardiac tamponade. The case was aborted. The patient was not under general anesthesia. It was reported that intervention was carried out which included imaging, medical intervention and drug treatment. The patient's hospitalization was extended. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID:4fc12, product type: sheath ; product ID: 990063-020, product type: mapping catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 21985 was returned and analyzed. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was reviewed. Data indicated the catheter was used for one application. However, the catheter usage date recorded on the smart chip, (B)(6) 2024 did not correspond to the event date of (B)(6) 2024the catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. All pressure and flow were in range and temperature curve had no oscillation or overshoot. In conclusion, the clinical issue of cardiac tamponade occurred during the procedure and the decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician. There was no indication that the adverse event was related to the performance or a malfunction of the product and the balloon catheter passed the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.